Manufacturer narrative:
Keypad was intact with no visible damage. Down, contrast, and ok buttons were responsive to user input. However, the up arrow button was unresponsive to user input. Keypad was removed and adhesive was observed under all button contacts.

Event description:
The lay-user/pt alleged that the button on the keypad does not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.